Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When opening the implant, the metal locking ring was not attached to the liner.

Manufacturer narrative:
Corrected data: the device was not returned. An event regarding damage involving a omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. The outer box of the packaging and the outer blister pack were returned. No damage was noted to the outer box. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Consultation was performed with the packaging department for the reported event. A memo provided from packaging engineering concluded that " there are adequate controls in place to confirm that the tolerances and assembly of lot 53778501 were conforming at the time of shipment from cork recon" reference attached memo for further details. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
When opening the implant, the metal locking ring was not attached to the liner.